Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The right cart drive was analyzed, and the reported problem was confirmed and replicated. A visual inspection did not reveal any abnormalities related to the reported problem. The unit was installed on a golden system, where it failed the patient side cart (psc) test. After rebooting the system in normal mode, a back-drive test was performed and the unit failed again. Based on these results, failure analysis determined that the right gear motor was the source of the reported event. The probable root cause is attributed to electrical issues resulted from a right gear motor located on right cart drive.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start post anesthesia of a da vinci-assisted adrenalectomy surgical procedure, the system had an error 32098 occurred. An intuitive surgical inc (isi) technical support engineer (tse) guided the customer with power cycling the system, but the issue remained. The procedure was converted to laparoscopy. Isi followed up with the initial reporter and obtained the additional information: no additional ports were added due to the procedure conversion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the cart drive to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.